Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD)triggered elective replacement indicator (eri) earlier than anticipated. The patients left ventricular (lv) lead exhibited chronic high thresholds. The device was removed and replaced, while the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.